Manufacturer narrative:
Corrections have been hade to sections on this report to update the deceased customer date of death. It was reported by the deceased customer's brother (B)(6), the customer's date of death was (B)(6) 2012. As for the official cause of death, he states he has not seen the official death certificate but said she had went in for a routine procedure and he said they nicked her artery when they put a catheter in. He said she was sent home and her boyfriend found her unconscious. (B)(6) does not know any other information other than this.

Event description:
It was reported by the deceased customer's brother (B)(6) the customer's date of death was 10/19/2012.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was a brittle diabetic and had a lot of issues with this. The customer went to a doctor for a heart cath, was sent home, and had internal bleeding. The paramedics were called and they stated that the cause of death was bleeding out from the inside. The caller stated that the customer was in and out of hospitals due to multiple adverse events, including ones due to diabetes. The caller did not know the customer's blood glucose at the time of passing. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller did not know where the insulin pump is, therefore, they are unable to return the device.